Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A customer reported the test doesn't start after sample is applied and as a result of being unable to test, she experienced loss of consciousness. The customer denied third-party medical intervention and reportedly self-treated with glucagon pen, glucose tablets and juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.